Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test. Found no leakage anomaly during filling. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.